Manufacturer narrative:
Device evaluation: lens was returned dry in a microcentrifuge vial with clear surgical residue/debris on the product. Visual inspection found the lens missing a piece of the haptic and the presence of clear and red residue on the lens surface. (B)(4)

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -14.0/+1.5/090 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated iop, and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient was under review for more than 3 months due to the fluctuation of iop. The doctor decided to discharge the patient on (B)(6) 2017 as the iop was 16 mmhg.